Event description:
It was reported that pt underwent total hip replacement in 2007, in which she rec'd a durom acetabular component. Post op, pt experienced pain, and revision has been recommended by her surgeon.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.